Event description:
It was reported that while connecting an additional third party infusion pump to the critical care mgr (medical device data system) application, the manual documentation of another pump's "fluid in" data changed from manual to automatic and recorded the last known data value continuously. The automatic recording of data could not be stopped. Users could not manually update the application for new doses of administered medication "fluid in". No pt injuries have been reported in connection with this error condition. Infusion of fluids and/or medication fluids is not interrupted at the infusion pump. The error impacts recording of fluid balance data within the critical care mgr application.

Manufacturer narrative:
A preliminary investigation has determined the reported error condition is intermittently being triggered when the user attempts to connect an additional information pump, while in the application, the order 'document an action" window is open. A supplemental report will be submitted upon completion of our investigation.